Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. Cause of bg level was not known. Customer performed a supply change and administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged with the issue resolved and no permanent damage; date of discharge was not provided. The customer reverted to an alternate method of insulin therapy.